Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. A previous investigation is applicable to this complaint. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required. Product monitoring reviews will monitor for product trends if this issue were to reoccur. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the end user experienced redness, small pimples and open areas with yellow drainage beneath tape border. She states it has been like this for 2 months. She went to her general physician who referred her to a dermatologist. The dermatologist prescribed diflucan, nystatin powder and zinc oxide. She states none of those helped.